Manufacturer narrative:
Manufacturer received medwatch (B)(4) where an invacare wheelchair was involved in an incident resulting in a serious injury. During a transfer, a user with a history of compulsive behavior lunged at the chair, resulting in a serious injury requiring sutures. The facilities maintenance director inspected the product for sharp edges. No sharp edges were found along with any broken components. The director of maintenance cleared the device to be returned to service MDR filed based on serious injury. MDR filed based on alleged serious injury. No product return is anticipated.

Event description:
The facility states during a transfer, the consumer lunged forward and banged her knee on the front edge corner of the wheelchair, resulting in a star shaped laceration that required 11 sutures.